Event description:
Patient was revised to address metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
**Update** (B)(6) 2013 - ppd received. Doi has been updated for the right hip. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional information: litigation received alleges patient had pain, discomfort, inflammation, metallosis and deformity of tissue and bone after asr hip implant. (B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address metallosis. **update** (10/03/2012) litigation received (B)(4) 2012 and attached. Complaint changed to legal. Litigation alleges patient had pain, discomfort, inflammation, metallosis and deformity of tissue and bone after asr hip implant. **update** 3/11/2013 - ppd received. Doi has been updated for the right hip. **update** 04/05/2013 - patient's revision operative record was received. Records indicate the patient was revised to address increased metal ion levels. Upon revision a large amount of cloudy abnormal fluid was found in the hip joint. Also a large amount of blackened material was found.